Event description:
The customer reported the ventilator went vent inop while in use on a patient due to an oxygen motor error. The customer reported the ventilator alarmed, and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician replaced the motor controller boards, main board and oxygen valve due to indications of overheated components. Extended self testing (est) and performance verification testing was performed and the ventilator passed per operating specifications. Factory failure analysis confirmed a short in the oxygen valve motor caused an overheated trace on the main board and damage to the exhalation and oxygen motor controller boards.